Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device will not be returned by facility.

Event description:
It was reported that during a rotator cuff repair, the tip of an ar-13995n, multi-fire scorpion needle, broke during passing of the suture. The broken tip was searched for under fluoroscopy but could not be confirmed to still be in the patient. The case was completed using a new multi-fire scorpion needle of a different lot. The surgeon requested a post-op x-ray and did not see any definitive evidence of the fragment on x-ray.